Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery after changing infusion set sites, troubleshooting and replacing the insulin pump. Customer's blood glucose was 270 mg/dl. Customer stated that no delivery maybe caused by insulin was denatured or expired or it could be due to reservoir. The customer was advised to speak with healthcare provider regarding changing sites and changing infusion sets. No further information provided.